Event description:
Reportedly, during an attempt to analyze a pt's rhythm, the device displayed a continuous connect electrodes message. The device operator was unable to clear the message. The pt condition and outcome were not reported.